Event description:
The customer reported obtaining a false negative result in the d microtube of mts a/b/d monoclonal and reverse gel cards lot number 030909037-05 on (B)(6) 2009. The patient was typed again on (B)(6) 2009, in a different date lot of mts a/b/d monoclonal and reverse gel cards and a positive 1+ reaction was obtained. The customer tested the patient sample using the tube method and the patient was typed as a weak d. A false positive/false negative result in rh-d typing may lead to misclassification of a patient's rh phenotype with the potential for transfusion of incompatible blood.

Manufacturer narrative:
The customer did not send gel cards or sample to mts for additional investigation. Although no root cause could be determined for the original false negative result obtained, retained testing was performed with a known group d donor sample and a known weak d donor sample and found to be acceptable. The customer also indicated that no other patient or qc discrepancies were observed on the day of testing. Incident appears to be isolated. A complaint review indicated no other complaints have been logged against this lot. (B)(4).